Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by encircle clinical study, approximately 2 years, 11 months, 3 weeks and 5 days post tmvr procedure with a 29mm sapien m3 valve, tte report showed a mean gradient of 28 mmhg with thickened leaflets and prolapse resulting in severe mitral regurgitation. The patient was transferred to the main hospital and started on IV heparin.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for leaflet thickened and increased gradient and central leak were confirmed empirically from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency a review of IFU/training materials revealed no deficiencies. Per instructions for use (IFU), leaflet thickening and thrombosis are a potential adverse event associated with the use of valve. Thrombosis is the formation of significant blood clots forming on the valve. Per the report, thrombus was seen attached to the outer septal aspect of the valve. It is possible that thrombus has been extended to the valve leaflets and causing leaflet thickening. As such, available information suggests patient factors (thrombus) may have contributed to the reported event. Per the report, leaflet was thickened which can impair proper leaflet coaptation, leading to central regurgitation and increased gradient across leaflet. Based on the complaint investigation, the reported event for motion restricted in patient was caused by patient conditions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.